Manufacturer narrative:
Unit was received with cracked case at display window corners, battery tube threads, and end cap. Unit was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the circle at the bottom, located on the reservoir compartment was loose. Customer's blood glucose level was 3.1 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.